Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "dust-like matter was found in the tube before usage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-april-18. H.6: investigation exec summary: material #: [367845]. Lot/batch #: [2109063]. Bd received [5] samples and [8] photos for investigation. 5 samples and 8 photos were returned by the customer in support of this complaint from catalog 367845, lot number 2109063. Visual examination of the samples and photos were performed and revealed embedded fm in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."